Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) and was subsequently surgically abandoned. A new ra lead was implanted as a replacement successfully. No additional adverse patient effects were reported.